Manufacturer narrative:
It is speculated that the overlapping of thermal pads is causing undue pressure at the scapula area. The directions for use information cautions against the use positioning devices, etc. That could result in localized pressure that could cause skin injuries.

Event description:
Over the last 2 months the cvor coordinator has been informed that 10 patients have experienced pressure injuries that showed up 1 to 2 days after surgeries. The cvor coordinator has been called to the unit or floor to look at the injuries and mentioned that 2 patients had a 2" to 3" area of blisters/rash in the center of scapula area. Floor nurses reported incidents to the wound care nurse. The kimberly-clark patient warming system consists of model 1000 control unit that heats and circulates water at a maximum temperature of 39 degrees c through disposable foam thermal pads attached to the patient. The subject of this MDR is the foam thermal pads. Kimberly-clark has no first hand knowledge of the allegations but is relaying the information received from outside sources pursuant to federal regulations.